Event description:
It was reported that infusion set leaks at the quick release on (B)(6) 2026 where quick release was not tightly connected and patient is not able to connect quick release successfully.

Manufacturer narrative:
E1:name: medtronic minimed, country: united states of america, address ¿ line 1: 18000 devonshire street, city: northridge, state: california, zip code: 91325-1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.